Manufacturer narrative:
The stent remains implanted and therefore is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 02422610. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. It was reported that the physician did not feel that the event was related to the enterprise vrd. However based on the available information, no conclusion can be made regarding root cause or the relationship to the device. Patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported via the (B)(4) study that one day post enterprise vrd assisted coil embolization of the right posterior communicating (pcom) artery, MRI revealed asymptomatic cerebral infarction in the right cerebral hemisphere. No further treatment was provided. The outcome of the event six days later was reported as resolved without sequelae. It was reported that the physician did not feel that the infarct was related to the enterprise stent; however, no further details regarding the reported infarct are available. The parent vessel diameter was 3.9mm proximally and 2.9mm distally. It was reported that there were no device performance issues with the enterprise during the procedure and no intraprocedural thrombus observed. The enterprise fully expanded and was apposed to the vessel wall. It is not known if the enterprise was deployed in an area of tortuosity or angulation. Aspirin 81mg/day was started at an unknown date prior to hospitalization and clopidogrel sulfate 75mg/day was started four days prior to the procedure. Pre anticoagulation act was 136 seconds. Heparin 6000 units was given intraprocedurally with a post anticoagulation act of 236 seconds. Heparin 12800 units given after the procedure thru one day post procedure.